Event description:
Patient office visit showed implant in varus position and patient in pain.

Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was reviewed by a consulting clinician who concluded: ¿there is no indication that the subsidence of the tibial component was the result of factors of faulty prosthetic design, manufacturing, or materials.¿ a review of the device history records indicated that all devices accepted into final stock met specifications. There have been no other events for this lot. The root cause could not be determined because the devices were not returned for evaluation, further information is needed.

Event description:
Patient office visit showed implant in various position and patient in pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.